Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: attorney letter regarding asr hip received. There is no report of adverse event at this time. Update oct 17, 2017: der received. The der states that the patient was revised to address a pseudotumor and elevated cocr levels. Update oct 30, 2017: litigation record received. Litigation also alleges pain and toxic metal ions. Added stem to the complaint.

Event description:
Medical records and implant sticker sheet received. After review of medical records and sticker sheet, it was indicated that the patient was revised to address failed right total hip arthroplasty and metal on metal articulation with increased cobalt and chromium ion levels and periarticualr fluid collection. No new alleged information to be reported.

Manufacturer narrative:
Oct 13, 2017: attorney letter regarding asr hip received. There is no report of adverse event at this time. Update oct 17, 2017: der received. The der states that the patient was revised to address a pseudotumor and elevated cocr levels. Update oct 30, 2017: litigation record received. Litigation also alleges pain and toxic metal ions. Added stem to the complaint. This complaint was updated on: nov 02, 2017. Update nov 03, 2017 litigation received. There is no new information added that changes the MDR decision. This compliant was updated on: nov 06, 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.